Manufacturer narrative:
(B)(6).

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that, the patient faced issue of leakage with infusion set on (B)(6) 2024, after being in use since (B)(6) 2024. The blood glucose level was 324 mg/dl. No further information available.